Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: left side exchange from textured to smooth implants due to the patient's concern with the product.

Event description:
Healthcare professional reported left side exchange from textured to smooth implants due to the patient's concern with the product. Healthcare professional additionally reported implant was "completely ruptured" with "old blood present within the pocket." Device has been explanted and replaced.